Manufacturer narrative:
(B)(4). Investigation summary: unconfirmed: no bd cause identified investigation conclusion: the customer issued a complaint for a detached syringe detected by end user. Photo was provided to bd medical pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history records review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aqls), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion a syringe can only become detached if syringe capture features or the flange of the syringe get damaged/broken or if the syringe receives an impact after syringe insertion which causes it to unclip from the device. Therefore, the syringe most likely became detached as it was not clipped into the device properly or it received an external impact after syringe insertion which caused it to unclip from the device. None of these causes are related to bd process.

Event description:
It was reported that the ultrasafe plus x100l png clear experienced safety device separation/breakage. The following information was provided by the initial reporter: the injection was taken out in order to perform the injection, when the "medicine capsule" slipped out of the syringe.